Event description:
It was reported that during an unknown procedure, the clamp could not close and open as usual. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. However, the outer shaft was noted to have tool marks near the clamp arm. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. The clamp arm did not open and close smoothly. The device was disassembled to examine the condition of the internal components and the outer and inner tubes were found damaged. There were tool marks on the outer tube. This damage prevented the outer and inner tube from moving resulting in the inability to smoothly open and close the clamp arm. No conclusion could be reached as to how the outer tube was damaged. All products is 100% inspected prior to shipment.